Event description:
It was reported that pump battery would not charge which resulted in the pump shutting down. There was no reported impact to the customer¿s blood glucose level. Technical support arranged for an urgent replacement pump as backup insulin therapy and informed customer that depleted pump must be returned using prepaid label, which caller understood and acknowledged.